Manufacturer narrative:
Further information was requested but not provided.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Further information was requested, but not yet available. The patient condition was unknown.

Event description:
New information received indicates that the patient condition before, during, and after the procedure was stable.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. The device was in normal range of operation upon receipt. Analysis of device image revealed high current drain of approximately ten times that of normal current, which is consistent with increased duty cycle of the internal circuitry caused by a firmware anomaly. A device evaluation was performed, and no anomaly was found. The high current condition could not be reproduced during analysis.

Event description:
New information received indicates that the pacemaker was explanted and replaced on (B)(6) 2022. The patient condition was unknown